Event description:
It was reported that the patient with a tactra stated that he feels the left side bends to the left creating a "c" shape. He mentioned that he prefers how his original spectra device felt. Additionally, he stated that he feels the left cylinder moves or spins, however, the physician has not confirmed any movement of the prosthesis. The patient discussed this with his doctor, and his doctor recommended an inflatable penile prosthesis (ipp), which he does not want. The patient services specialist suggested him to get a second opinion. No additional information was provided.

Manufacturer narrative:
Event date not provided. Therefore, 04/01/2025 was used as an approximate event date.